Event description:
It was reported that cadd extension sets - extension line leaks to the inlet of the filter. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received investigation inside of a plastic bag without the original packaging. During the visual inspection the sample received did not present with any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing a leak was found between the filter and tube. The complaint is confirmed. Root cause identified in the process: lack of solvent caused the leak issues in the component. A corrective and preventative action was opened to address the reported issue. Awareness notification was made to production personnel to explain the importance of the adherence and following the procedure.